Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the individually wrapped package containing the tube says 100/199/055, but the printing on the tube inside says 5mm. This occurred at the time of unpacking. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
E1 zip code: (B)(6). Investigation summary: the affected device was returned for evaluation. Per visual inspection, individually wrapped package containing the tube says 100/199/055, but the printing on the tube inside says 5mm. The labeling issue was confirmed. Action taken will be determined through CAPA-0008308. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.